Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a bubble alarm sounded even if there was no bubble in the tube. After the bubble alarm occurred, the perfusionist cleared it but the pump did not start and could not supply the cardioplegia solution. The perfusionist unplugged and re-plugged the cable of the cardioplegia module and cleared again the alarms. Afterwards the system properly worked. There was no report of patient injury.

Manufacturer narrative:
Livanova deutschland received the serial number of the related s5 double head pump. As the serial number was provided livanova deutschland could determine the manufacturing date. A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Therefore the device was returned to livanova japan for further investigation. However the device worked according the specification and no device malfunction could be determined. As the issue could not be reproduced or confirmed, a root cause was not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.